Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history and log files. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the vibration alert on the infusion device is defective. The infusion device also displayed e7 electronic errors and emitted abnormal noises. The infusion device was requested for evaluation. No physiological effects were reported.